Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the safety disk. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of leaking helium. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disk into the cardiosave test fixture and tested to the factory specifications per and the cardiosave service manual. Performed functional tests and passed all tests. The fat dept. Did not observe leaking helium during test. The failure analysis and testing dept. Could not verify the failure message of leaking helium. Safety disk passed testing. Retaining safety disk in the fat dept. Per procedure. The failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of leaking helium. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disk into the cardiosave test fixture and tested to the factory specifications per and the cardiosave service manual. Performed functional tests and passed all tests. The fat dept. Did not observe leaking helium during test. The failure analysis and testing dept. Could not verify the failure message of leaking helium. Safety disk passed testing. Retaining safety disk in the fat dept. Per procedure. The failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of leaking helium. Performed visual inspection of this part received and part looks in good condition. Installed safety disk into the cardiosave test fixture and tested to the cardiosave service manual. Performed functional and all manifold leak tests. Passed functional tests and all manifold leak tests within the factory specifications. The fat dept. Could not verify the failure message of leaking helium. Safety disk passed testing. Retaining safety disk in the fat dept. Per procedure.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.